Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had been alarming and later read stopped. A possible over-infusion had been suspected; it could not be confirmed due to settings and no label information. The reservoir volume was zero. The patient had stated she was under the impression that the pump would continue running until 2:20 pm the following day and believed there was still some fluid left in the bag. The label had lacked both the drug name and any directions. She had mentioned being on blincyto. The patient had been informed that the drug should not be interrupted for more than four hours. She had been advised to contact the on-call doctor immediately for instructions, and if unable to reach the physician, to proceed to the emergency room. The total volume given, 2,041.45 ml, had not been cleared. The patient had reported speaking with a registered nurse who had contacted her doctor; she had been advised to power off the pump and attend her scheduled appointment on monday. At the time of the call, the pump had remained on and was prompting to reset the reservoir volume. The patient had been guided through the pump prompts and had powered it off. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had been alarming and was later reads stopped. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.